Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump was cracked by the battery compartment area. Her blood glucose level was 126 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.